Event description:
Country of complaint: (B)(6). No liquid in cassette.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: samples received: we received 3 sutures of catgut simple 3/0 (3) hr26 75cm in closed packaging. There are no previous complaints of this code / batch. No units in OEM stock. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. The samples received were subjected to a visual inspection which shows that the sutures are not sterilizing solution, because of a failure during the mfg process, which can not be identified at the time of product release, only after sometime. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: corrective action has been implemented and effectiveness checks complete.